Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 17-mar-2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. Her concomitant condition included suspicion of nickel allergy, hay fever, and pollen allergy and her medical drug history included mirena (which she had different complaints). On (B)(6) 2007, essure was inserted. A painful placement was reported. She stated that insertion right coil at first did not succeed and eventually did succeed. On an unspecified date the consumer experienced itching skin, rash, allergic complaints in eyes, thin stools, pain in pelvis, head pain, lower back pain, arthralgia, increase/decrease of weight, nausea, tiredness, always feeling cold, hair problems, tingling, feeling the implant and goose bumps all day. She stated that because of itch on hands has to do everything with gloves (as influence on daily life). Gastrointestinal examination and stick test food intolerance were done. Company causality comment: this non-medically confirmed, spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that because of itch on hands has to do everything with gloves. This event is listed in the reference safety information for essure. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. Despite the lack of information for a comprehensive causality assessment, considering its nature per se and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. Since this event led to an influence on daily life, seen as disability, and no further information can be obtained, this case is regarded as incident. Additionally, non-serious events were reported. Technical analysis has been requested. No further information can be obtained.

Manufacturer narrative:
Quality-safety evaluation received on 03-oct-2016: the bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medicals events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Device similar incident listing the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 05-oct-2016 for the following meddra preferred terms: pruritus: the analysis in the global safety database revealed 64 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that because of itch on hands has to do everything with gloves. This event is listed in the reference safety information for essure. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. Despite the lack of information for a comprehensive causality assessment, considering its nature per se and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. Since this event led to an influence on daily life, seen as disability, and no further information can be obtained, this case is regarded as incident. Additionally, non-serious events were reported. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. No further information can be obtained.